Manufacturer narrative:
Date sent to the FDA: 02/04/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6). (B)(4) submitted for adverse event which occurred on (B)(6) 2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted a chronic draining abdominal wound, which he excised along with the proceed and a ring of fascia. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.